Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist verified the stations listed and confirmed that no disconnected mode icon was present in the med application and no notices were displayed in health sight viewer (hsv), confirmed that there were no devices in critical override, executed a server downtime test and verified that messages were transmitting in real time, confirmed that services were running without issues. Validated that all stations were back online, with no further issues identified. The system functioned as intended when the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple medstation and anesthesia station was on disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.